Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an error in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loss of water tightness due to cut in the cable and due to optical retention coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, and failure to follow manufacturer's instructions. The event can be prevented by following the instructions for use which states: never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument and do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an error in the image. There were no reports of patient harm.